Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital complaining of experiencing headache and sleeping a lot. It was observed on telemetry that the patient was nonresponsive and had a very slow heart rate with no device output. Upon interrogation, the pulse generator exhibited backup vvi operation. A magnet was placed over the device with no change in rate or pacer spikes. The device was explanted and replaced. The patient's condition was stable during and post procedure.